Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) indicating that the device had a "bent neuro tip." It is known the device was not used in surgery. It is not known if there was injury or medical intervention. There was no additional info provided.